Manufacturer narrative:
(B)(4); the s-ICD and electrode remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an episode back in (B)(6) 2015 that showed myopotential noise being oversensed and resulting in the delivery of an inappropriate shock. A stress test was performed and the noise and oversensing was able to be reproduced in all three vectors; however, the primary vector showed the best sensing with only minimal noise detection. A chest x-ray was taken and the electrode is slightly lateral from the sternum. The s-ICD ws reprogrammed to the primary vector and dfts will be performed the next day. No adverse patient effects were reported. Data was submitted to boston scientific technical services (ts) for review. A ts consultant confirmed that there was a previous untreated episode recorded prior to the treated episode. The noise observed in both episodes were consistent with myopotentials. The shock impedance measurement was in normal range at 62 ohms. The ts consultant agreed that the electrode shows lateral bending to the left of the sternum and could be the cause of the myopotential sensing, especially when the patient moves their arms/shoulders. Although the device is sensing appropriately in the primary vector, post-shock pacing is performed in the alternate vector and oversensing could present itself again at that time. Considerations for repositioning the electrode and performing additional testing were also discussed. The sensing vector was changed from primary to secondary. Defibrillation threshold (dft) testing was performed and the system was operating normally. No additional adverse patient effects were reported.